Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the screen was noted to be shattered and unreadable. The service technician states that the lcd display was replaced to resolve the issue. Additionally, it is noted that the porting block, front case enclosure, handle, rear case enclosure, enclosure top plate, and warning label were replaced due to physical damage. The enclosure feet were missing and replaced. The exhaust fan was replaced due to contamination. The device passed all testing. The complaint was reassessed as a not reportable complaint. The original report was incorrect, and a follow up final is being submitted to reflect a not reportable complaint.

Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the screen was noted to be shattered and unreadable. The service technician states that the lcd display was replaced to resolve the issue. Additionally, it is noted that the porting block, front case enclosure, handle, rear case enclosure, enclosure top plate, and warning label were replaced due to physical damage. The enclosure feet were missing and replaced. The exhaust fan was replaced due to contamination. The device passed all testing.